Event description:
Information received indicates the head section is drifting down.

Manufacturer narrative:
The technician found the head section cylinder was not holding. No signs of leaks. The technician replaced the head hydraulic cylinder to repair the stretcher.